Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Pain is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). The damage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to inamed corporation. Device labeling addresses the reported event of access port pain as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Reported as "painful non functional access port". Follow up findings: access port was functional, replaced due to pain.